Event description:
It was reported that at an unspecified time following the implant of a transcatheter bioprosthetic aortic valve endocarditis was identified. Antibiotic administration was completed. At an unspecified time following the valve implant, hemodynamic deterioration classified as an increase in the mean aortic gradient was identified. The mean aortic gradient increased 20 millimeters of mercury (mm hg) from baseline and measured 30 mmhg. Patient symptoms were not reported. The patient was being evaluated for a potential device revision.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note: a duplicate event was identified as captured in regulatory report # 2025587-2025-02304. Going forward any new information pertaining to this event will be captured in regulatory report # 2025587-2025-02304. Updated data: a2, d1, d4, e1, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.